Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed that a charging pad was needed to reset the pump and planned to contact technical support at a later time, as they did not have the charging pad available while at work.